Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument was found to have a broken main tube approximately 0.500¿ from the distal tip. Material measuring approximately 0.140" x 0.281" in size was found missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis; however, the results of the investigation are pending.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the shaft of the prograsp forceps instrument broke inside the patient. A fragment from the instrument fell inside the patient and was retrieved during the same surgical procedure which was completed robotically.